Event description:
(B)(4).

Manufacturer narrative:
Two used administration set samples were received for evaluation. Additionally, two clave devices made by another manufacturer were returned with the used samples. Visual inspection of the two returned administration set samples found cracks at the female luer locks. Testing of the returned devices confirmed leakage to occur at the cracks in the female luer locks. The investigation of the returned devices indicates that the cracks in the female luer lock are consistent with having been used with the returned clave devices. Previous investigations have shown that the design of these certain clave devices allow for over-engagement that can result in splitting of the female luer lock of this product.